Event description:
It was reported the pump had a volume discrepancy. The expected volume was 5 ml; the actual volume was 16 ml. X-rays were performed. A catheter fracture in the distal segment was noted on fluoroscopy. The cause of the volume discrepancy was the fracture of the catheter. The pump and catheter were replaced. A piece of the catheter in the intrathecal space was not removed. Patient status at time of this report was alive; no injury. The pump was delivering fentanyl .

Manufacturer narrative:
Product ID: 8709sc, lot# n175906028, implanted: (B)(6) 2009, explanted: (B)(6) 2014; product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that the patient had experienced an increase in pain. Since the replacement of the pump and catheter, the patient was doing well and receiving effective therapy.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter sutureless connector found non-significant indent in seal that did not affect infusion. Conclusion: no longer applies.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.